Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and undefined impedance classified as high as a result of an insulation breach. The lead could not be replaced and was therefore repaired and remains in use. No patient complications have been reported as a result of this event.